Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support contacted a (B)(6) year old male patient after receiving notification that the patient was treated on (B)(6) 2014. Review of the treatment revealed an inappropriate defibrillation event consisting of two shocks. Multiple counting contributed to the false detection. The patient was reportedly sleeping at the time of the event. The response buttons were pressed after the shock was delivered. The patient remained at home and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient remained at home and continued use of the lifevest. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Monitor (B)(4): (B)(6) 2012. Electrode belt (B)(4): (B)(6) 2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.